Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure from implantable pulse generator (ipg) to implantable cardioverter defibrillator (ICD), the chronic right ventricular (rv) lead was successfully removed with a mechanical sheath. After puncturing, there was difficulty passing the wire through the patient's superior vena cava (svc) and atrium. During that time, the atrial lead was also removed, since it was not expected to improve operability. The wire was passed through the sheath, and to the inferior vena cava in order to place the lead. Lead placement was difficult, so the vein was repeatedly operated on. Eventually, the lead was successfully fixed in the ventricle, and measurements taken, however a subsequent fluoroscopy revealed that the lead position had changed. The right ventricular (rv) lead was repositioned to a more frontal location of the apex. At that time, no cardiac movements were observed under fluoroscopy, and the blood pressure gradually decreased due to severe hemorrhaging. Temporary pacing was observed with changes noted in the waveform. There was difficulty in reducing the patient's blood pressure. Shortly after, the patient required resuscitation measures, such as cardiac massage, adrenaline administration, defibrillation, and percutaneous cardiopulmonary support (pcps). The ICD was attached to the rv lead, and the wound closed. The patient was moved from the operating room, but later passed away the same day. The cause of death was svc dissection and severe hemorrhaging, which led to exsanguination shock and cardiac arrest.